Event description:
It was reported that the ilet sleep/wake button was unresponsive during daily use, and a replacement device initially presented the same behavior until the user was instructed to hold a finger on the button longer rather than tapping quickly, after which the device unlocked and functioned properly. Symptoms included no adverse clinical effects. Outcomes included no impact on health or medical care. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that user technique contributed to the perceived unresponsiveness and the device operated as intended when the button was pressed and held. It was concluded that the device did not malfunction and that user technique was the primary factor.